Event description:
Reportedly, the minimum estimated residual longevity displayed on 20 may 2019 was 5 months. However, the recommended replacement time was reached before 16 september 2019. No patient consequence was reported. Preliminary analysis revealed that normal battery depletion occurred based on available data and hrs guidelines.

Event description:
Reportedly, the minimum estimated residual longevity displayed on (B)(6) 2019 was 5 months. However, the recommended replacement time was reached before (B)(6) 2019. No patient consequence was reported. Preliminary analysis revealed that normal battery depletion occurred based on available data and hrs guidelines.